Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, the patient was using an omnipod 5 insulin pump when she reported feeling unwell. At approximately 3:00 pm, her cgm displayed a glucose reading of 179 mg/dl. She then performed a fingerstick blood glucose (fsbg) measurement, which was greater than 400 mg/dl. The patient experienced extreme thirst and disorientation, prompting her son to call emergency medical services (ems). Upon ems arrival, a fsbg reading was obtained and measured greater than 800 mg/dl, while the cgm continued to display readings around 179 mg/dl. The patient was transported to the emergency room (ER), where the cgm was removed. She was treated with insulin therapy and intravenous (IV) dextrose drip and subsequently admitted for inpatient hospitalization in the intensive care unit (ICU). The patient remained hospitalized for approximately five days under the care of an ICU physician and was later transitioned back to her regular medications. She was discharged on (B)(6)2026 at approximately 2:00 pm and reported feeling well at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The paramedics came and took the patient blood glucose and it was reported to fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.